Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a high blood glucose (bg) reading of 366 mg/dl about two hours after not announcing breakfast. The user confirmed no leaks, alarms, or insulin delivery interruptions on the ilet system and did not perform a fingerstick check. The agent advised changing the infusion set and reminded the user of backup therapy options. No medical treatment or hospitalization was reported.